Event description:
It was reported that the patient experienced ineffective therapy. A catheter study was done and there was 'no flow'. When the healthcare provider went to replace the catheter, it was determined that the catheter was patent. Per the reporter, the hcp indicated that the pump did not work and replaced that instead. There were no pump alarms and no indication of problems on the logs. No rotor studies were performed. The patient outcome was no injury, recovered without sequela. The pump was used to deliver sufenta.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.